Event description:
Pt's family member called to report that infusion for pt had stopped last night and the blood glucose level had gone from 140 mg/dl to 400 mg/dl. Once they changed the site, it worked fine. They refused to check the pump history. They said that sometimes when they push the enter button to deliver a bolus, it does not work. The press it again and it cancels the bolus.